Event description:
A customer had a problem with the argyle single lumen PICC. The customer states that the catheter broke or separated when the clinical staff attempted to straighten a kink from the PICC line. Left femoral vein. Tyco canada sales ep was on site and determined that chart indicated in relation to the discontinuation that "mom stood up, IV fell to ground and PICC snapped. Mom stated that the blanket had fallen to the floor and she bent to pick up the blanket. She believes all lines were clear of obstruction, however, when she stood up, she heard/felt a snap and the IV lines fell to the floor". Upon examination of the device, the rep indicates that the PICC had snapped approx 2 cm distal of butterfly. The device is being returned for examination.